Event description:
It was reported the patient was presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead helix was unable to be retracted due to a helix mechanism issue. The ra lead was removed and replaced on (B)(6) 2024. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with the helix retracted, and no blood was noted on the helix. Visual and x-ray examination of the lead found no anomalies and electrical testing found no conductor fractures or internal shorts. By applying torque to the connector pin, the helix could be extended/retracted, and helix extension length met specification. No other anomalies were seen.